Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
This report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva ID 200 laser fibers were opened for use for a ureteroscopy procedure in the ureter performed on (B)(6) 2018. According to the complainant, during the procedure, the laser fiber was broken while being removed from the packaging. A second fiber was opened and the same issue occurred. The procedure was completed with another flexiva ID 200 laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported. The patient condition at the conclusion of the procedure was reported to be fine.